Manufacturer narrative:
This report is to follow up with maude report# (B)(4). Please note lot# 1226145 on the maude report was not valid per our inventory no product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscope gallbladder procedure- "the 5 mm end stapler failed to close clips around cystic duct and artery on laparoscope gallbladder." Patient status- "unknown."

Manufacturer narrative:
Patient status updated. Investigation summary: the incident unit was not returned for evaluation; however, additional information was provided. In absent of the subject device, it is difficult to determine a root cause. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Patient status: the patient was not injured and their were no unintended materials left in the patient. The patient status is good and a medical intervention was not required.